Event description:
Patient's chest opened by cardiothoracic surgeon for cardiac massage. Determined internal defibrillation needed. Defibrillator had been checked in a.m. With external paddles and found to function properly. During code with use of internal paddles, defibrillator charged, but failed to deliver shock. Five repeated attempts to defibrillate patient with only one successful shock delivered. Despite aggressive resuscitation measures patient expired. Equipment examined by facility bioengineering. Internal paddles found to work with another defibrillator. The defibrillator cable and the external paddles found to be defective. Equipment manufacturer (zoll) notified.